Manufacturer narrative:
A ge service rep performed an on site investigation. The ac plug was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system shut down. There is no report of death or serious injury.